Manufacturer narrative:
This device is intended for treatment, not diagnosis. Additional information: a manufacturing evaluation was performed. The part was received with surface scratches on the top of the shaft. Discoloration was seen on the top, one side and in the threaded portion of the third combi hole. Inspection performed during this evaluation, against the inspection requirements at the time the part was released, found no irregularities that would have caused or contributed to this condition. Therefore, this complaint is deemed indeterminate. Placeholder.

Event description:
Tibial non-union was reported. Broken 4.5mm proximal tibia plate due to non-union. Hardware removed and revised to similar type implants. The screws were not broken. Shaft non-union. The surgery was completed successfully with 14 minutes to 30 minutes delay. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the returned device was evaluated by engineer and report states that the 4.5mm locking compression plate (lcp) proximal tibia plate, part # 240.043, was received in two pieces due to a fracture on the first combi hole (from proximal). There are surface scratches and marks along the length of the plate and a small circle of yellow discoloration on the underside of the third combi hole (from proximal). The balance of the plate is in good condition and the etchings are legible. The unknown screws were not received. One 4.5mm locking compression plate (lcp) proximal tibia plate (part # 240.043) was received with the complaint category of ¿broke post-operative.¿ this plate is intended for use on fractures of the proximal tibia and is part of the lcp periarticular plating system. This information is provided per the 4.5 mm lcp proximal tibia plates technique guide (B)(4). The plate is also referenced in basic percutaneous instrument set (B)(4) and 4.5mm lcp proximal tibia plate aiming instructions (B)(4). The returned plate, lot # 6639390, was manufactured april, 2011. The plate was received in two pieces because it had broken on the first combi hole (from proximal). There were surface scratches the length of the plate consistent with what would be expected from use. The balance of the plate was in good condition. Based on thread wear and x-rays it can be determined which holes were utilized. Locking screws were used in the top three proximal locking holes that secure the plate to the tibia plateau. One angled non-locking screw was used in the second non-locking hole (from proximal). Three locking screws were used distal to the fracture in the first, fourth, and fifth combi holes (from proximal). The screws used were not received and the complaint condition cannot be replicated. A review of the complaint and x-rays reveals that anatomic reduction was not optimized. In technique guide (B)(4) it is stated that fracture reduction should be achieved prior to attaching the tibia plate with locking screws because locking screws will not provide fracture reduction. Thus, it is recommended that lag screws are utilized to reduce the fracture. If a lag screw is not incorporated perpendicular to the fracture line, shear forces will be introduced. When the fracture is not reduced or healing is delayed, the increased loads the implant must withstand, that would normally be supported by the bone, could eventually cause it to break due to metal fatigue. Thus, a lag screw and more anatomic reduction would have been recommended. The plate was manufactured after the release of the current drawing revision. Therefore, a review of the current edition of the design drawing, (B)(4), was performed. The design is sufficient for its intended use. Therefore, this complaint is invalid from a design perspective. The lack of a lag screw/method of use in anatomic reduction rather than any design deficiency has led to this complaint. The device is determined to be suitable for its intended use and the complaint invalid from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system. Placeholder.